Manufacturer narrative:
Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem (B)(4) and evaluation conclusion: design deficiency (B)(4).

Event description:
Abutment fractured in the mouth. Patient was eating at the time the fracture took place. No patient injury.

Manufacturer narrative:
The review and inspection of the returned zirconia abutment did not show signs of fracture. From the review of the abutment it appears that there were grind marks on the subgingival area, did not have the original smooth finish. However, the investigation of other complaints with similar abutments that were fractured concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.